Event description:
During attempt to remove iab device it became lodged and required surgical intervention for removal. About 1 inch of balloon was pulled out when the catheter became lodged. The balloon was cut in an attempt to manipulate catheter.